Manufacturer narrative:
The reported event of no rf telemetry and premature discharge of battery was confirmed. The extracardiac stimulation and backup mode were not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received noted that patient experienced extracardiac stimulation. Backup vvi mode due to end of life (eol) was suspected.

Event description:
It was reported that the patient presented in clinic for a follow-up, and it was discovered that the patient's pacemaker could not be interrogated due to no radio frequency telemetry. The pacemaker was explanted and replaced. The patient was stable.